Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the ventricular port connector was damaged, the output connector assembly was broken. It was additionally noted that the battery wire insulation was pinched but the wire insulation was not compromised and that the white display wire was pinched and the wire exposed, as well as one case screw and hanger assembly screw being contaminated. All found parts were replaced and all other identified issues were resolved.

Event description:
It was reported that the external pulse generator had a damaged ventrical port connector. The external pulse generator has been returned for repair. There was no patient involvement.